Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, while advancing the 4maxc over the guidewire, resistance was encountered after advancing the 4maxc approximately 20 to 30 centimeters. The physician then removed the guidewire and completed the procedure using the same 4maxc, a velocity delivery microcatheter and a stent retriever device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 4maxc had bends approximately 13.0, 34.0, 54.5 and 77.8 cm from the hub. Conclusions: evaluation of the returned 4maxc revealed a functional device. During functional testing, a demonstration test mandrel and a demonstration guide wire were advanced through the 4maxc without an issue. The guidewire identified in the complaint was not returned for evaluation and the returned 4maxc was used to complete the procedure; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed bends along the length of the device. The reported complaint did not mention bends; therefore, these bends were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder